Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.bsc ID: a00230166/tw# 1637914

Event description:
It was reported that post a stenting treatment procedure, the patient experienced idiopathic pulmonary fibrosis. A taxus express2 stent along with a non bsc stent had been implanted in an unspecified lesion and two to three months later the patient began having respiratory symptoms and was diagnosed with idiopathic pulmonary fibrosis. It is not believed that the patient's symptoms are related to a hypersensitivity reaction to the implanted stents, and it was noted that the patient has not been treated for their symptoms. Additional information was requested but is not available.